Event description:
A surgeon reported glistenings on the lens on e year following bilateral intraocular lens (iol) implant procedures. Add'l info is not expected. There are two medical device reports associated with this event. This report is for second eye.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The surgeon was unwilling to provide further info. (B)(4).